Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the reload would not fit into the channel of the device. After several attempts, the device finally fired, but did not staple completely.